Manufacturer narrative:
Patient weight not available from the site. Manufacturer date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and is found to be operational.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively. It was reported that the site could not register the patient and they got a message that the patient tracker was undetectable. The site did not want to open another tracker. The surgery was completed without navigation and there was no impact on patient outcome.